Event description:
It was reported, that the hysteroscope had a broken lens. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be identified; however, it is likely that an external component of the scope broke. The identified error pattern suggests that the described issues stem from excessive use. Olympus will continue to monitor field performance for this device.